Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After the trunk and contralateral leg were placed, the 18 fr gore dryseal sheath was withdrawn, and the right external iliac artery (eia) ruptured. An occlusion balloon was placed up the opposite side to stabilize the pt, and the trunk was extended distally with a contralateral leg down to the right eia. The physician then performed an open repair of the right eia, sewing a 10 mm surgical graft up to the end of the contralateral leg. The pt survived the surgery, requiring a blood transfusion.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specifications.